Manufacturer narrative:
Further investigations of the patient sample have determined that it contains an interfering factor to the streptavidin present in the ft3 and ft4 reagents. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4) on an e602 analyzer. This medwatch will cover ft3. Please refer to (B)(6) for information related to ft4. The sample was initially tested at the customer site on an e602 analyzer and the initial results were reported outside of the laboratory. The sample was then provided for investigation, where it was tested on an e170 analyzer and an e411 analyzer on (B)(6) 2016. The patient was not adversely affected. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e170 analyzer used for investigation was serial number (B)(4). The ft3 reagent lot number used on this analyzer was lot 187432, with an expiration date of july 2016. The e411 analyzer used for investigation was serial number (B)(4). The ft3 reagent lot number used on this analyzer was lot 187432, with an expiration date of july 2016.